Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia during a supply change while disconnected from the ilet device. The highest recorded blood glucose (bg) was 348 mg/dl. The event was self-treated successfully with a manual injection of fast-acting insulin, and bg returned to range. No medical intervention was required.